Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a bulge in the right cylinder and possible fluid leak since the device would not maintain pressure resulting in inflation issues with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 21cm x12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid leak and inflation issue with the inflatable penile prosthesis (ipp) due to bulge on the right side of the cylinder. The entire ipp was explanted and replaced with a new device. No patient complications were reported.